Manufacturer narrative:
Dates estimated. The UDI number is not known as the part and lot numbers were not provided. Attachment ¿anesthesia challenges and role of transesophageal echocardiography during mitraclip implantation in a patient with end stage heart failure¿. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported in an article that a patient underwent a mitraclip procedure to treat severe mitral regurgitation (mr). Live transesophageal echocardiography (tee) imaging was used to optimize the exact position of the brockenbrough (brk) needle before interatrial septal puncture in the middle posterior region, and heparin (5000 international units) was given intravenously once it was achieved. Activated clotting time (act) of 260-290 was maintained throughout the procedure by giving intermittent heparin dosages based on serial act readings. 4fr pigtail was placed in the left atrium (la) to measure la pressure. Mitraclip was guided toward the regurgitation lesion (between a2 and p2 leaflets). Once crossed, tee (2d lv outlet view) helped to confirm adequate grasping of the leaflets by the clips, after which the mitraclip was deployed. The first clip failed to eliminate mr completely (was found to be attached only to the anterior leaflet) as seen in tee. Decision to implant another clip was taken. The second mitraclip once deployed was found to satisfactorily bridge the regurgitant lesion, and residual mr was mild in nature as evident by tee. Mean gradient across the mitral valve after the procedure was 3 mmhg, and no tricuspid regurgitation was seen. Patient was stable and shifted to the general ward after two days of observation in the intensive cardiac care unit. No additional information was provided. Details are listed in the attached article titled, ¿anesthesia challenges and role of transesophageal echocardiography during mitraclip implantation in a patient with end stage heart failure¿.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported slda. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. B3, d6 dates estimated. D4: the UDI number is not known as the part and lot numbers were not provided.

Event description:
N/a.